Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a dialyzer blood leak occurred at the beginning of a patient's hemodialysis (hd) treatment. The leak was reported to be internal; however, the blood leak was not visually observed. There were no reports of visible dialyzer damage. The machine did alarm. A test strip was used and it tested positive for blood. The patient's blood was not returned. The patient's estimated blood loss (ebl) was noted as being approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility.